Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to retract the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and /or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. A conclusive cause could not be determined for the reported difficult to retract the foot. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to retract the foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot which likely led to the reported difficulty removing the device. The patient effect of unspecified tissue injury is a known risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole, prior to a percutaneous coronary intervention (pci) procedure. Reportedly, the first suture was successfully pre-placed. With the second prostyle, there were no issues deploying the device. The lever was closed, however, resistance was noted while removing the device. The device was removed and it was noted that the foot did not close, causing vessel damage. Manual compression with tamponade and a balloon were used to treat the vessel damage and to achieve hemostasis. A clinically significant delay was reported as the pci procedure was aborted and re-done on the opposite side 3 days later. There was adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.